Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 4 of 6. The home patient (hp) was connected at the time of the alarm. A technical service representative (tsr) helped the hp clear the alarm. The tsr explained the alarm and reviewed proper procedures with the hp. The hp planned on using continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.